Event description:
It was reported that the patient had a fall, and the spinal cord stimulation (scs) leads had migrated. During lead revision, it was found out that the other two leads had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7149440/7149446/7149444.